Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that shortly after implant of a leadless implantable pulse generator (ipg), markers were intermittently lost during an interrogation session. It was suspected that the ipg exhibited a brief telemetry issue, and the ipg remains in use. No patient complications have been reported as a result of this event.